Event description:
It is reported that a customer is deceased. Date of the death was (B)(6) 2014. The circumstance leading up to the time of death is unknown as well as the cause of death. The customer's son has chosen to keep the insulin pump and pay the balance off. They will be sending in the death certificate. It is unknown if the deceased was wearing the insulin pump before the death. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.